Event description:
It was reported that the plastic tub was broken with exposed sharp edges. It was also reported that the chart holder was broken with exposed sharp edges. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the plastic tub was broken with exposed sharp edges. It was also reported that the chart holder was broken with exposed sharp edges. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: manufacturer¿s investigation is still ongoing; if additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
Customer sent replacement tub and chart holder. Follow-up submitted with evaluation results.